Event description:
An extractor rx retrieval balloon was used in an endoscopic retrograde cholangiopancreatography procedure in 2008. According to the complainant, [the] physician was "withdrawing the inflated balloon in order to trawl the common bile duct. The balloon catheter broke in half ... [However the physician was able to remove the device]." It was reported that the procedure was completed with a difference device (manufacturer and product are unknown). No patient complications were reported as a result of this issue and the patient was reported as "stable" following the procedure.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, the cause of the reported malfunction is undetermined. A search of the complaint database revealed that no additional complaints have been reported for this lot. The march 2008 15-month gi retrieval balloon product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.